Event description:
It was reported that five revision cases in total due to infection with different patient have been occurred since about (B)(6) 2014. The devices in question were replaced by competitor¿s valves. The condition of each patient is reported as good. The place where infection was noted is unknown. No more detailed information is provided. (B)(4).

Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.